Event description:
It was reported that the output current of the ventricular jack on the external pulse generator was "way off," that is was too low. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the output current of the ventricular jack was "off," due to the heart lead flex being out of specification, one diode on the ventricular side was shorted. Analysis also found that the upper and lower cases and one side bail cover were broken, that the battery release, lead flex cover, battery drawer and lower case were contaminated, the ring cover, ring cover screw, one side bail and ring were missing, the battery contacts were compressed and the keyboard was scratched.